Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up. There was no report of pt involvement. The unit was evaluated at philips and the failure was verified. Replacement of the processor pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.

Event description:
The customer reported that the unit failed to power up. There was no report of pt involvement.